Event description:
Surgeon seated the 16mm stem and attempted to seat a -3.5mm head onto the taper. Head would not seat on the stem. Surgeon removed the 16mm stem, recut the osteotomy line lower, seated a 15mm stem into the canal, and seated a +0 head onto the taper.